Event description:
It was reported that a stent dislodged. During preparation and while opening the pouch of a 4.50 x 24mm synergy megatron stent, a stent was dislodged. It was noted that the stent was deserted from the shaft at the opening of the pouch, and was not used in the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was later clarified that the stent protector was removed during unpackaging. The stent protector was off the structure of the device when the package was opened. It was further reported that the stent stripped off the balloon during removal.

Event description:
It was reported that a stent dislodged. During preparation and while opening the pouch of a 4.50 x 24mm synergy megatron stent, a stent was dislodged. It was noted that the stent was deserted from the shaft at the opening of the pouch, and was not used in the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was later clarified that the stent protector was removed during unpackaging. The stent protector was off the structure of the device when the package was opened.

Event description:
It was reported that a stent dislodged. During preparation and while opening the pouch of a 4.50 x 24mm synergy megatron stent, a stent was dislodged. It was noted that the stent was deserted from the shaft at the opening of the pouch, and was not used in the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.